Event description:
It was reported, the videoscope ultrasound image lacked waves. The issue occurred, during preparation for use. For an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation, where the reported event was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed, no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.